Event description:
It was reported that patient presented for follow-up in clinic. It was noted that the implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were made resolving the issue. Patient condition was stable.